Event description:
A caller reported a malfunction on their pump, which led to an increase in blood glucose levels, though the specific value was not provided other than being displayed as "high." The customer addressed the high blood glucose issue by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support provided instructions for resetting the pump, which successfully resolved the malfunction, and the customer was informed to continue using the pump with guidance to call back if any issues recur.